Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture following a surgical procedure several months ago. After the surgery, the patients programmed settings were changed and the outputs were optimized and set at 6.5v @ 1ms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.